Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the non-rechargeable battery didn't last as long as it was expected to last. No symptoms or furthercomplications were reported. (B)(4): other battery.